Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced failed battery test and damage on the insulin pump. The customer's blood glucose value was unknown. The customer reported the alarm occurred during bolus. The customer reported the battery compartment to appear corroded. The customer was advised to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self -test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm noted. The insulin pump was received with cracked reservoir tube lip. No corroded battery tube noted.